Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous fluctuating blood glucose (value not provided). Customer discussed event with tandem clinical diabetes educator and reportedly, customer changed the type of infusion set used.